Event description:
It was reported that in (B)(6) 2026 an ilet user experienced a severe hypoglycemic event resulting in a seizure, with contributing use patterns that included excessive use of the pause feature, overtreatment of lows, and late or false meal announcements as corrections, consistent with improper or incorrect procedure or method; no device component was implicated. Symptoms included hypoglycemia and convulsion/seizure. Outcomes included serious injury. Investigation included several unsuccessful attempts at contacting the user and analysis of information provided by the user's care team. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event. This report is being submitted for overtreating hypoglycemia. Separate reports have been submitted for using meals as corrections under report number 3019004087-2026-44202 and missed meal announcements under report number 3019004087-2026-4420.